Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4) implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 25-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient receiving dilaudid (unknown dose and concentration) and clonidine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient had to get a refill every 2 weeks instead of once a month. This was difficult for the patient due to other medical issues. The patient stated the reason they had to get a refill every 2 weeks was because "a little thing in her catheter got caught in the catheter". The patient's healthcare professional (hcp) told them some catheters get clogged up and they cut down on the dosing to slower because the patient was on high dosing for their legs. The patient was redirected to their hcp regarding their concerns.